Event description:
Physician reported left side "mastitis", "fever", "700cc seroma", "diagnosed with alcl", and "free silicone that required extensive resection of breast tissue and pectoral muscle". Histopathological markers cd30+ and alk- have not been received.

Manufacturer narrative:
The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side pain, rupture and an exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified, sharp broken with non-penetrating nick near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp broken on posterior assessed, as surgical impact.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Patient reported left side pain, rupture and an exchange due to concern with the product. Device remains implanted.